Event description:
It was reported that the right ventricular (rv) lead was dislodged from the implant position. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.